Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient went to an emergency room (ER) and eventually got hospitalized due to hyperglycemia on (B)(6) 2025. Blood glucose level was 397 mg/dl at the time of the event caused by bent cannula and patient got treated with insulin via intravenous (IV). Patient was also found positive for ketones level. Ketones level were more than 2 mmol/l at the time of the event. The duration of hospitalization was for one hour. Patient has experienced the symptoms of nausea at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.